Event description:
Per the clinic, the patient experienced a wound infection at the implant site resulting in exposure of the implant body.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): implanted device remains.